Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was going to have the surgery on (B)(6) 2018. Patient had been having a lot of pain where the stimulator was. The pain was unbearable. As long as patient took pain medication, they could handle it until (B)(6). Otherwise, patient did not know what to do. Just very sharp, cutting, hurting pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced a burning sensation at the ins site and around their sided. The patient said they can't wear jeans or skirts because they sit on the area where they are experiencing the burning. The patient stated that the sensation was really irritating and mentioned that "it burns so bad, it feels like it's burning down into my belly button". The patient asked for assistance in contacting a healthcare professional (hcp) as their hcp was no longer practicing; physician listings were provided on the call as well as mailed to the patient. No further complications were reported/anticipated.